Event description:
Customer reported to carefusion that the inner diameter of the omni-flex connectors is too large and it causes problems connected to the shiley tracheostomy tube her daughter (home patient) is using.  When the connection is too loose with the trach tube, the omni-flex connector disconnects causing a break in the circuit and interrupts ventilation to the patient.  There has been no patient injury associated with this event as this patient is not ventilator dependant. This is a (B)(6) female disabled from birth.  She has been on a ventilator for 12 years.  She uses it at night to give her a rest and the vent is set at 7 breaths per minute.  Per the mother "it is only a matter of seconds before the care giver is able to resolve the situation if/when one of the connectors pops off."

Manufacturer narrative:
(B)(4). When this investigation is completed, a follow up report will be sent to the FDA.

Manufacturer narrative:
(B)(4). Evaluation result: the return sample was received and evaluated. The 15 mm inner diameter was out of specification. The customer complaint was confirmed. The device history record for the lot number reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. The manufacturing process for this part was updated to include 100% verification of the 15 mm inner diameter of the connector. In addition, the procedure was updated to perform a quality audit of the 15 mm inner diameter as part of the inspection process to release product. The manufacturing process was reviewed and a higher amount of variation was observed in the 15 mm inner diameter of the connector. A corrective and preventative action has been opened to find the root cause of the variation observed in the 15 mm inner diameter of the connector.